Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for shield damage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and shield damage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for shield damage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and shield damage was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that before use of the bd vacutainer® k3e 3.6 mg plus blood collection tubes the shield was damaged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the shield was damaged.